Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date the patient had experienced an unknown blood glucose less than 40 mg/dl. Reportedly, the patient remained on the insulin pump. There was no further information given and the reporter could not be reached for troubleshooting. This complaint is being reported because the patient allegedly experienced hypoglycemia while on the insulin pump.